Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the that there was no power coming from the power distribution unit (pdu) fan tray and direct current power supply (dcps) to the entire system. Fse replaced the fan and power tray which resolved the issue. The defective pdu fantray and dcps was returned for analysis and part analysis indicated that the root cause of the failure was defective 24-volt power supply of the pdu fantray and dcps. After replacement of pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.